Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was unable to change the reservoir and the insulin pump had a motor movement error alarm. The customer's blood glucose at the time of the incident was 5.3 mmol/l. Troubleshooting was performed. The alarm was confirmed in the history and it was indicated the insulin pump would not rewind. It was advised to discontinue the use of the device and revert to back-up plan. The insulin pump will be returned for analysis.